Event description:
It was reported that the patient presented to the clinic with complaints of fatigue and low heart rate. The right ventricular lead showed oversensing and inappropriate inhibition of pacing therapy. It was also noted that the lead showed no capture and had high impedance. A chest x-ray show that the lead had dislodged. A lead repositioning was attempted, but the stylet could not travel to the lumen. Lead impedances increased dramatically and oversensing occurred which was believed to indicate an apparent lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached and had environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the clinic with complaints of fatigue and low heart rate. The right ventricular lead showed oversensing and inappropriate inhibition of pacing therapy. A chest x-ray show that the lead had dislodged. A lead repositioning was attempted, but the stylet could not travel to the lumen. Lead impedances increased dramatically and oversensing occurred which was believed to indicate an apparent lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.